Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that, following intraocular lens (iol) implant procedure, the patient was unable to read small print and street signs. The lens was exchanged in a secondary procedure. Additional information was received that, the implant was slightly off axis and insufficient power. There was no patient harm involved. The patient was not hospitalized.